Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years due to severe mitral regurgitation. The tmvr procedure was successfully performed with a 29mm 9600tfx valve. The patient tolerated the procedure well with no immediate complications and was transferred to the stepdown unit in stable condition. On pod #5, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.